Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 9 minutes into the procedure, the system displayed a "fluid loss" error message. The physician removed the scope and determined that the fluid loss resulted in a burn near the patient's posterior vagina. This was considered a minor first degree burn the size of a quarter. The burn was treated with silvadene cream and the patient condition was reported as "no discomfort and healing very nicely". The physician noted the burn was most likely a result of repositioning the scope and considered the procedure a success.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.